Manufacturer narrative:
Per a good faith effort (gfe) response received, the biomedical engineer provided that the 1208 "oxygen not available" error did not actually occur. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1208 "oxygen not available" error occurred. The device only had software version 3.00 installed. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service.